Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016 for product code pcdg1. (B)(4) submitted for adverse event which occurred on (B)(6) 2016 for product code pcdn1. (B)(4) submitted for adverse event which occurred on (B)(6) 2016 for product code pcdg1. (B)(4) submitted for adverse event which occurred on (B)(6) 2016 for product code pcdn1.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and two mesh products were implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016. It was reported that the patient underwent removal surgery on (B)(6) 2016. It was reported that the patient experienced severe pain, inflammation, adhesions, mesh migration and infection. No additional information is provided.